Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device when powered up displayed a green dot in the center of the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.